Event description:
It was reported that the left ventricular lead had high, out of range impedance measurements. The asymptomatic patient presented in clinic and programming changes were made. The lead measurement and capture threshold were normal after reprogramming. The patient will continue to be monitored.